Event description:
It was reported that both patient leads have been found to show high and low impedance levels. Surgical intervention is planned/ pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight has not yet been provided.

Manufacturer narrative:
E1 correction: the reporter's information was updated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.